Manufacturer narrative:
Date of event is approximated to (B)(6) 2010, implant date, as no event date was reported. The provided lot# 0ml8071402 did not yield results in system search; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).

Event description:
Note: this manufacturer report pertains to one of two devices used on the same patient. It was reported to boston scientific corporation that an obtryx transobturator midurethral sling and a pinnacle anterior apical graft were implanted into the patient during a transobturator tape, anterior repair with apical fusion and cystoscopy procedure performed on (B)(6) 2010 for the treatment of third-degree cystocele, second-degree uterovaginal prolapse and stress urinary incontinence. On postop day 0, the patient was initially having some pain. On postop day 1, the pain improved, however, she did spike a fever at day 1 until day 2 with maximum temperature about 102 degrees fahrenheit. She was started on rocephin 1g daily. By postop day 2, she had been afebrile and was prepared for discharge home, at which time, she was ambulating on her own. Her pain was controlled. She was discharged home to continue her antibiotic bactrim ds for 14 days.